Manufacturer narrative:
Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were received. Additional information 4 devices were not labeled for single-use. 4 devices were reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris. 4 events had no patient involvement; no patient impact.